Event description:
It was reported to philips that the system failed to start. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that system failed to startup. Upon some functional test, fse found the issue was malfunction in the activity of the hard disk for the host pc. Fse installed new hdd. Fse upgrade software and process some performance checks. After repairs were completed, the system returned to use in good working order. The codes were updated based on the investigation outcome.